Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06-aug-2018 with the following findings: a review of the black box verified the alleged call service 078 motor rewind errors, and deliveries were never resumed. During rewind testing, the call service 078 alarm was duplicated with no motor movement. The pump cover was removed to find moisture corrosion on the motor flex connector and the surrounding printed circuit board components.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.